Manufacturer narrative:
Medical device expiration date: unknown. PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd ultrasafe passive¿ x-series needle guard syringe the spring shoot out and medication leaked out. The following information was provided by the initial reporter: went to give my injection and a spring came shooting out and the medication was all over my kitchen table.

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown so a DHR can not be performed. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that before use of the bd ultrasafe passive¿ x-series needle guard syringe the spring shoot out and medication leaked out. The following information was provided by the initial reporter: went to give my injection and a spring came shooting out and the medication was all over my kitchen table.